Event description:
The customer reported discrepantly elevated reticulocyte results, one with system generated flags and one without system generated flags, for two patients, involving coulter lh 750 hematology analyzer. The customer compared results with an alternate unicel dxh 800 coulter cellular analysis system and with manual counts. The manual counts were significantly lower and matched the values of the unicel dxh 800 system. The manual counts were only performed for one of the patients. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the spring in the stain pump rusted and broken. The fse replaced the broken spring and resolved the issue. The unit conformed to the manufacturer's published performance specifications. The subject matter expert (sme) indicated the broken spring contributed to an incorrect blood to stain ratio delivered for analysis. An incorrect amount of stain and blood will affect patient results and potentially produce falsely elevated reticulocyte values. The involved coulter lh 750 hematology analyzer generated a "dimorphic reds" message which indicates variability of the size of red blood cell (rbc). This message alerts the operator to follow the specified laboratory's protocol to review a manual slide and verify parameters.